Manufacturer narrative:
(B)(4). Applications support manager (asm) visited the account after the reported event and gelled the laser. Temperature/humidity was 66/36. She observed surgeon perform 14 idesign ilasik treatments and 2 wavescan ilasik treatments with iris registration acquired on all eyes an no opaque bubble layer (obl) seen with pocket option on. She optimized ifs surgical settings. Asm reported that surgeon used powder-free/latex-free gloves. No intraoperative pachymetry measurements. No punctal plugs used on day of surgery. Surgeon does not use compressed air. The steam sterilizer has filter with water line, that are drained daily and spore tested daily and was last serviced on (B)(6) 2015 (serviced quarterly and located in adjacent room with door). Technicians use steam indicator strips for each cycle. Instruments are cleaned with sterile water and instrument wipe. Ultrasound cleaning machine is used at end of day on instruments after cases and serviced yearly. New ultrasound machine used today. The ultrasound machine is drained and cleaned with alcohol at end of day. Speculum, corneal marker, sinsky, flap lifter, and cannula are cleaned with sterile water, cannula flushed with 10ml of sterile water, and then sterilized. During asm visit surgeon switched to a disposable cannula and decided to have technician clean instruments with 70 percent alcohol and rinse with sterile water prior to sterilization. No change in staff. Ac/ventilation system was last checked (B)(6) 2015. No new construction seen near center. No recent change in medications. Uses bss to rinse under flap. No change in ifs surgical settings since (B)(6) 2015. Dlk reported on lasik cases with ifs only for both surgeons started after (B)(6) 2015 surgery date and seen in about 15-20 percent of cases. Surgical staff wears scrubs and masks. Observed clean laser suite. Observed surgical trays are set-up right before each case. One patient in laser suite at a time. Observed one-swipe flap lift for surgeon. Proparacaine inserted prior to flap creation and excimer treatment. After case completed, ciprofloxacin 0.3 percent and prednisolone acetate 1 percent is used. Post-op eyedrops are ocuflox four times a day and prednisolone acetate 1 percent every hour for first 24 hours and then four times day. Asm reviewed with staff and physicians importance of cleaning instruments to help reduce likelihood of dlk occurrences. There has been no dlk reported from the cases done with surgeon on (B)(6) 2015. Field service specialist did surgery support after the event. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient presented one day post treatment with trace diffuse lamellar keratitis (dlk) in both eyes. Patient had myopia customvue ilasik treatment in both eyes on (B)(6) 2015. Uncorrected visual acuity in right eye is 20/15 and in left eye is 20/20. Surgeon increased steroid eyedrops to every hour. Account believes the system is the cause of dlk.

Manufacturer narrative:
Account reported that diffuse lamellar keratitis (dlk) resolved on (B)(6) 2015 and there was no loss in vision.